Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported their doctor went in and did surgery to implant their device deeper because it was crooked, and now their device won't turn on. They were getting poor communication. It was stated that there were bandages and swelling present. The patient had steri strips at the implant site. It was stated that the patient tried to communicate using the antenna and stated now they were getting a power on reset (por) message on the patient programmer. The patient's therapy had turned off and reset to shipping parameters. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.